Manufacturer narrative:
The suspect product is voicemate vsr w/chek vial.

Event description:
The patient's caregiver reports the meter displayed 148 mg/dl and the vsr unit stated the reading was 266 mg/dl and that the night before the meter displayed 150 mg/dl and the vsr unit stated 284 mg/dl, on the voicemate system, (voicemate vsr w/check vial meter, advantage meter, and comfort curve strip lot 549435 with expiration date 01/31/2008). She reports the patient did not modify therapy based on these results. She did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.